Event description:
During surgery, the physician was using the sonicison. While in use, the jaw broke off the instrument. Both pieces of the instrument were removed from the patient and removed from the surgical field. The instrument and packaging were saved and reported to the department using a defective medical product reporting form.